Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low scanned value while wearing the adc freestyle libre 2 sensor compared to the built-in meter. On (B)(6) 2021, the customer experienced weakness, shaking, dizziness, and had a seizure. The customer was then provided orange juice, glucose gummies, glucose gel, and peanut butter by a non-hcp. A follow-up sensor scan of 114 mg/dl was obtained at 5:14 pm, compared to a glucose test of 403 mg/dl on an adc meter at 5:26 pm. No further information was provided. There was no report of death or permanent injury associated with this event